Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead; implant date 2021-06-28; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was caller reported that about a couple months ago, maybe longer than that, they noticed that the 'wires' came loose and they could feel it in their back (agent understood this as the lead). Caller stated if their husband touched their back, they could feel the wire. Caller stated they do not have a managing doctor (hcp) - agent provided information for dr. Kotecha <(>&<)> dr. Garcia. The patient was redirected to their healthcare provider to further address the issue.